Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2014 with the following findings: visual inspection confirmed the complaint of moisture ingress in the battery compartment. A crack was observed in the battery compartment at the battery cap running towards the case seal. The pump failed a leak test due to the cracked battery compartment. The pump was opened for further investigation and there was no other evidence of moisture inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.